Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a weak battery alarm and the esc and up buttons were not working. Customer also stated that while giving a bolus and entering the carbohydrates, the numbers kept ramping up. Customer's blood glucose was 129 mg/dl. Customer also stated he was using a duracell battery. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.